Manufacturer narrative:
UDI related data quality updates. This event occurred on the (B)(6) market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref:(B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The inspection revealed a defective drainage valve causing the reported issue. The fse solved the problem by replacing the defective part and handed over the device in good working condition. A defective drainage valve will not affect the delivered pressure from the compressor. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. Our conclusion is that the replaced drainage valve was the cause of the failure. However, the root cause of why the part failed has not been established as it was scrapped and not returned for investigation.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).